Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or additional information becomes available.

Event description:
The patient reported she was implanted in 2003. Last year she began experiencing pain, pulling, tugging, sharp pain in the area. She was losing weight and her surgeon, at first, thought it might be her body adjusting. The pain persisted and she saw her surgeon again; had a CT scan. Her surgeon is recommending replacing the mesh.